Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c4-6. It was reported that the patient underwent a revision surgery due to non-union. When the plate was explanted, it came out in two pieces, the broken segment occurred at the level of the non-union. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The plate was returned for evaluation. Visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals ratchet spring pocket broken, and wall bowed. Fracture surface provides some evidence of fatigue. Implant end component ratcheting catch feature examination reveals significant witness marks and gouging, the nature and direction of damage is consistent with tensile overload in the fully closed position. Observations are similar to observations of tensile failures found in (B)(4). Asymmetrical abrasions noted on slide area of component which interfaces with end component, suggesting tensile load may have been off center axis of implant. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Implanted in 2009. Month and day not reported. (B)(4).

Event description:
Additional information reported by the patient's attorney indicates that "the plate had broken, adhered to plaintiffs esophagus, and left shards of titanium in his spine. Plaintiff is left with chronic neck and shoulder pain."

Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with cervical anterior pseudoarthrosis at c4-c5 and adjacent segment disease at c6-c7, post prior cervical procedures for c4-5 and c5-6 acdf. The patient underwent a procedure for anterior removal of spinal hardware, exploration of fusion, c4-c5 osteotomy, repair of c4-c5 pseudoarthrosis, c6-c7 discectomy with bilateral foraminotomy c4-5 and c6-7, partial c4 and c5 corpectomy, reconstruction with left structural iliac crest bone graft, cornerstone allograft, and anterior segmental plating from c4-c7, fusion c4-c7. Notes indicate that during removal of the anterior plate, the plate was found to be broken at the dynamic portion. Notes also indicate there was a large amount of anterior fat and corrosion over the soft tissue, leaving it black, which this tissue was carefully dissected away from the normal tissue and then excised and sent for culture. Culture notes indicate ¿dense fibrous connective tissue with pigment deposition¿.